Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk), slightly more in the right eye (od) than the left eye (os), but scattered diffusely in both eyes (ou) post treatment. There was no clumping. The topical steroid dosage was increased and medrol dosepak, an oral steroid was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of hazy visual acuity. Patient reported symptoms are not interfering with daily activities. The patient is to continue using "predgatie" 4 times a day (qid) and added pred forte every hour (q1h). Bcva from (B)(6) 2018: right eye pre-op: 20/25, -1.25 x -2.50 x 175. Left eye pre-op: 20/20, -.50 x -1.50 x 7.